Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that patient presented to the clinic due to a lead that measured high hv impedance. While using the dc fibber, the screen went blank, and the device went into backup vvi mode. The device was replaced..

Manufacturer narrative:
The reported reset was verified in the laboratory. The device went into a power-on-reset (por) state after defib therapy was delivered. It is believed that the external defibrillation therapy caused the por. The reset mode was cleared, and the device performed normally during bench testing.

Manufacturer narrative:
Na